Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke during a procedure.

Event description:
It was reported that the tip broke during a procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure(s) identified in the investigation is consistent with the complaint record. Based on the evaluation of this case the probable root cause/s could be blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The failure mode will be monitored for future reoccurrence.